Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had not charged the ipg for approximately six months. As such, the ipg would no longer communicate with the charger and patient programmer. Surgical intervention is planned to address the issue.

Event description:
Follow up revealed that the patient's ipg was replaced with a new model and therapy has been restored.